Event description:
It was found that the siderail would not latch/lock due to the siderail latch needing alignment/adjustment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.